Event description:
The customer contact reported a separation. The tubing set was connected to the clave port of an unspecified primary tubing set and was being used for a piggyback delivery of an unspecified solution. It was reported that after disconnecting the tubing set from the clave port at the completion of the delivery, the tubing separated from the option-lok male adapter. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). #(B) (4).